Manufacturer narrative:
Additional product code: hwc. (B)(4). A product investigation was completed: the returned 2.7mm locking screws, identified as 402.220 and 402.224, were examined and in each instance the complaint condition was able to be confirmed as the screws were found to be broken just below the locking head. No definitive root cause was able to be determined with the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Additionally the concomitant devices were returned without allegation. Additionally no defects or deficiencies were noted which may have contributed to the complaint condition. The 2.7mm titanium locking screw, self-tapping, with t8 stardrive recess family (402.206-260) is noted in multiple trauma system technique guides including: 2.7mm lcp ulna osteotomy, 3.5mm lcp distal humerus plates and lcp wrist fusion. In the wrist fusion system the 2.7mm locking screws can be utilized in the plate¿s distal-most 4 combi holes. Per the system technique guide after placing the plate, the distal-most hold is filled with a 2.7mm cortex screw, after which the third, second and fourth holes from the distal end are filled with 2.7mm locking screws. Finally the third hold from the proximal end is filled with a 3.5mm cortex and the remainder (fourth, second and first holes from the proximal end) are filled with 3.5mm locking screws. Relevant drawings for the returned implants were reviewed (current revision as date of manufacture is unknown). The design, materials and finishing processes were found to be appropriate for the intended use of this device. No device history review was able performed as lot numbers for the broken screws are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a locking compression plate (lcp) wrist fusion system (one plate and eight screws) removed on (B)(6) 2016 after it was noted that there were two broken screws. The original surgery was performed on (B)(6) 2016. Patients outcome is unknown, it is unknown if there was any surgical delay. Unknown if patient was revised. Concomitant medical products: plate (part 04.110.152, lot 7441355, quantity 1); cortex screw (part 04.200.016, lot 9294882, quantity 1); cortex screw (part 04.200.026, lot 125546, quantity 1); cortex screw (part 04.200.018, lot 9277743, quantity 1); cortex screw (part 402.872, lot 8301628 and 9376701, quantity 2); locking screw (part 412.106, lot 9684309, quantity 1). This is report 2 of 2 for (B)(4).